Event description:
It was reported the patient had a total system revision. The patient's stimulation was 'optimal' before an accident where she was hit on the back with a cart in a supermarket. There was loss of stimulation following this event. The physicians were unsure which items were damaged during the impact so the entire system was replaced. The patient was enjoying good stimulation results as of the date of this report.

Manufacturer narrative:
Product ID 3998, lot# 0205654355, , product type lead; product ID 37082-40, serial# (B)(4), product type extension. (B)(4).

Manufacturer narrative:
Additional results -[wrench]. Product ID neu_wrench_acc, product type accessory; product ID neu_silicon anchor, product type accessory; product ID neu_silicone anchor, product type accessory; product ID 3998, lot # 0205654355, product type lead; product ID 37082-40, serial # (B)(4), product type extension; product ID 37081, serial # (B)(4), product type extension. Analysis of the neurostimulator found no anomaly. Analysis of the lead found circuit #0 conductor wire broken at the connector sleeve. It was noted that there was no evidence of a weakened area prior to event that would cause the wire to break. Analysis of the extension ((B)(4)) found no anomaly. Analysis of the extension ((B)(4)) found no anomaly. Analysis of the anchors (unk) found winged anchor cut. No significant anomalies were found. Analysis of the wrench found no anomaly.